Event description:
It was reported that there was a removal of a long gamma nail and a conversion to a total hip. Converted due to arthritis.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be provided on a supplemental report.